Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing was observed on the device. No intervention was performed; it was suspected that the noise was caused by external interference. The patient was stable and there were no adverse consequences.